Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen would unexpectedly turn off during user interaction. Customer¿s blood glucose was 380 mg/dl. Upon removal of the screen protector, the customer reported the issue was resolved. Customer continued to use the pump for insulin therapy.